Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. We have forwarded the received part to the responsible manufacturing site for further evaluation with the following results: based on the investigation results, this complaint is rated as confirmed since the nail is broken as claimed by the customer. However, from the manufacturing point of view the relevant features were measured and have fulfilled its specification (see section 2.4-dimensional inspection) as well as in the manufacturing documentation no issue was identified. Since a manufacturing deficiency has been excluded; this complaint is rated as not valid; therefore, no additional actions are required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot: part: 473.033s. Lot: 2763723. Manufacturing site: bettlach. Release to warehouse date: 27.july 2011. Expiry date: 01.july 2021. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Updated event information provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2019 update: per reporter, the nail had been broken at the blade hole. Pc-(B)(4) will capture the post-op event where the nail had been broken at the point of the hole for the blade while pc-(B)(4) will capture the intra-op event where the blade was stuck in the proximal nail and the surgeon could not detach them.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient underwent open reduction internal fixation surgery for femoral subtrochanteric comminuted fracture with pfna and the nail in question. There was no surgical delay. On (B)(6) 2019, the patient reported pain and the hospital confirmed that the nail had been broken at the point of the hole for the blade, and the varus occurred. The bone union was incomplete. The patient will undergo the nail replacement surgery or bha surgery. No further information is available. Concomitant device reported: pfna-ii end cap (part #: 473.170s, lot #: unknown, quantity # 1); locking bolt 34 mm (part #: 459.340vs, lot #: unknown, quantity # 1); pfna-ii blade (part #: 04.027.054s, lot #: unknown, quantity # 1); locking bolt 32mm (part #: 459.320vs, lot#: unknown, quantity # 1). This report is for one (1) pfna-ii 9 long le 125° l340 tan. This is report 1 of 1 for (B)(4).